Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a tlh procedure. A red light was observed when the device came into contact with a metal ring being used during the case. The staff got a solid red light and then changed battery in order to reactivate the system. When the dissector was being cleaned, a piece of the active waveguide disengaged. There was no patient injury. Nothing fell into the patient cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.